Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a decrease in pacing lead impedance and episodes of oversensing and mode switching due to noise were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead damage. Lead revision is anticipated and the patient was stable with no consequences.